Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: a crosser catheter with product packaging and label were returned. Functional/performance evaluation: the outer catheter was bunched 1.9cm and 2.6cm from the distal tip. A perforation in the outer catheter and inner guidewire lumen was noted 1.85cm from the distal tip. The edges of the perforation were jagged. No other anomalies were noted to the returned device. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for a material puncture, as both the inner guidewire lumen and outer catheter were punctured. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. It is unknown whether the original guidewire contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. For the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Warning! Use extra caution when loading the crosser catheter 18 over a .014 or a "docking" wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing.. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon loading the catheter onto the guide wire, the wire poked through the distal end about an inch from the tip. Another recanalization catheter was used to complete the procedure. There was no patient injury reported.